Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 099865 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 099865 were reviewed. This lot met the required release specifications. A review of the complaints reported with conflicting results related to lot number 099865 showed that the complaint rate is (B)(4)% (including this complaint). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A customer reported a (B)(6) ag result on a sample (type unknown) tested with the alere determine hiv 1/2 ag/ab combo which was repeated the following morning and a (B)(6) result was obtained. The information provided suggests that a malfunction may have occurred with one of the alere determine hiv 1/2 ag/ab combo tests.